Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that there was a forced log out. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.